Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced blood glucose versus sensor glucose differences with threshold suspend and that the sensor is not reading accurately. The customer indicated that the sensor glucose was 39 mg/dl and blood glucose was 156 mg/dl. Troubleshooting found that the customer waited until the blood glucose was stabilized to recalibrate and restart the sensor, but the sensor glucose and blood glucose differences persisted. Customer also indicated that a change sensor alert occurred. Customer was advised that the sensor would be replaced and to return the sensor for analysis.